Event description:
It was reported by the patient that there is no power to the monitor. Has already replaced the batteries and switched them around with no success. Monitor will be replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.